Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury, or medical intervention was reported.